Manufacturer narrative:
The driver was returned to the manufacturer for analysis. Analysis found that the tip of the driver had been broken off and was missing. Analysis found that the reported event was related to physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by five minutes. It was reported that the in a revision case, the surgery was placing a new screw and the tip of the driver broke off. The surgeon was able to find the broken off part. The surgery was completed with navigation and there was no impact on patient outcome.